Manufacturer narrative:
On march 4, 2021, mentor became aware that patient experienced left sided rupture. Reason for device explant and/or reoperation: pain and rupture. The investigation of the pictured device was completed by the failure analysis lab on march 10, 2021. Device evaluation summary: based on the information received, the patient experienced a rupture on the left side with a smooth hpg 450cc breast implant and breast pain. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient with a primary breast augmentation surgery with two 450cc mentor memorygel breast implants experienced bilateral defective device and left sided breast pain post procedure. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2021. This medwatch form is for the left breast prosthesis.